Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the reported problem could not be replicated. In addition, the cable head had an abnormal appearance, body wear, and discoloration, and the connector part had a crack. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the hd camera head when the power was turned on, and "then a sandstorm occurs when the power is turned back on. If you touch the cable break-off part on the main unit side, the image will be distorted." The issue occurred during preparation for a therapeutic transurethral ureteroscopic lithotripsy (tul) procedure. The procedure was completed with another camera head with a minor delay of a few minutes while the camera head was replaced. There was no report of patient harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the delay and poor image no/image could not be identified with the information received. Olympus will continue to monitor field performance for this device.